Event description:
The patient's health care professional was unable to adjust the stimulation. The stimulation could not be adjusted with or without the antenna attached. The patient programmer was replaced. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Final device analysis of the patient programmer revealed a telemetry circuit failure. The antenna jack was replaced. The face plate was replaced because it was scratched. The software was updated.